Event description:
It has been reported to philips that the device did not respond at all. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, when the philips remote service engineer (rse) accessed the system, the customer reported that it was functioning properly, and the issue had been caused by the mains power being switched off. No malfunction of the system was identified, and the service order was closed returning the system in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. No malfunction of the system was identified, and the problem was identified to be caused by the mains power being switched off. Based on the investigation, philips has evaluated this complaint as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.